Event description:
New information received notes that the physician did not make any allegation regarding the cause of therapy.

Event description:
It was reported that a patient presented with functional under-sensing noted on the device due to programming settings causing intrinsic signals to be blanked. This resulted in inappropriate anti tachycardia pacing. Programming changes were planned. No further adverse patient consequences were reported.